Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts were damaged along the main section of the stent. The first 4 proximal stent struts were intact and distal stent struts were pushed proximally on the balloon. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the left radial artery. The 90% stenosed, 30-32 mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 2.5 mm in diameter mid right coronary artery. The lesion contained <=45 degrees bend. The lesion was pre-dilated leaving 80% residual stenosis in the lesion. A 32 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, it was noticed that the "mesh was dislodged from the stent". The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the left radial artery. The 90% stenosed, 30-32 mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 2.5 mm in diameter mid right coronary artery. The lesion contained <=45 degrees bend. The lesion was pre-dilated leaving 80% residual stenosis in the lesion. A 32 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, it was noticed that the "mesh was dislodged from the stent". The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.